Event description:
Customer reported that she has changed the battery on her insulin pump several times and keeps getting a failed battery alarm. Customer's current blood glucose reading is 446 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The unit had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.